Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 600 mg/dl and diabetic ketoacidosis. The cause of elevated bg was unknown. Reportedly, customer uses cartridges longer than intended for use per tandem labeling. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous fluids. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended.